Event description:
It was reported that left ventricular lead was turned off on (B)(6) 2013 due to loss of capture and impedance less than 200 ohms. The lead was explanted on (B)(6) 2013 and the physician noted the insulation was abraded.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4) - low impedance.

Manufacturer narrative:
Final analysis found that the lead was returned in two pieces. The insulation was abraded at 2.2 cm to 4.9 cm from the distal tip. The redundant conductor insulation was intact.